Event description:
It was reported the pt lost stimulation. Reprogramming was unable to resolve the issue. The device was explanted and replaced by a new device. Therapeutic stimulation was re-established after the procedure. No further info is available at this time.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.